Event description:
Clinician reported multiple episodes showing noise on iegms were received. No intervention has been reported at this time, and the lead remains actively implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.